Manufacturer narrative:
The field service engineer determined there was a possible valve failure in the ise flow path. Valves were replaced. Reagents were primed. Ise checks, calibration, and controls were run; controls passed with no alarms. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, cl gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory and were questioned by a physician since the values did not fit with the patient's health status. The results were also questioned since they failed a delta check. The sample was repeated and the repeat results were believed to be correct. A corrected report was issued. The sample initially resulted with an na value of 116 mmol/l, which repeated as 137 mmol/l. The sample initially resulted with a k value of 2.5 mmol/l, which repeated as 3.4 mmol/l. The sample initially resulted with a cl value of 122 mmol/l, which repeated as 103 mmol/l. The na electrode lot number was u93, with an expiration date of 01-sep-2020. The k electrode lot number was c90, with an expiration date of 22-aug-2020. The cl electrode lot number was k46, with an expiration date of 15-jul-2020.